Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant glucose result. The customer provided quality control (qc) data, which indicated results were within range on the day of event. Ccc evaluated the instrument files, and there was no indication of an instrument issue. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse found gel residue in the aliquot drain, and replaced it. The cse also proactively replaced the aliquot probe. The cse ran aliquot auto-alignment, which passed. The cse informed the customer that stat spins introducing gel into aliquot drain/probe area affect stat samples as well as subsequent normal samples. The customer stated they will try to minimize the use of stat spin centrifuges. The instrument passed a quick check and qc. The cause of the discordant, falsely low glucose result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low glucose results was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on same instrument, from the same reagent and aliquot well, and recovered higher. The sample was then repeated on an alternate dimension vista instrument, matching the repeat results obtained on the original instrument. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant glucose result.